Event description:
Hospital reports experiencing microbubbles within the 8ml syringe. There has been no air injected or pt injury. The used syringe has been disposed of at the hospital.

Manufacturer narrative:
Although the used device has been disposed of by the hospital, an investigation into this event is being performed. Upon completion of the investigation, a follow-up medwatch will be submitted.